Event description:
Caller reported that the tube was placed in the pt on (B)(6) 2012 as a routine trach replacement. Caller reported that on (B)(6) 2012, at approx 3:00 am in the morning, the wife was awakened with the sound of ventilator alarms. She checked her husband and found that there was air escaping around his tracheostomy tube and through his mouth. She reinflated the cuff but after about half an hour, it deflated again. She again reinflated the cuff and called the dr. The dr came out to the pt's house and decannulated him and recannulated using another 8lpc with the same lot number. The caller reported that the replacement procedure was tolerated well.